Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced tape not sticking event on (B)(6) 2026. The tape did not stick after workout. No further information available.